Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead had been discontinued due to noise two years ago and unipolar configuration was not available at that time. During routine device replacement unipolar data was checked and the existence of noise was confirmed. The physician decided not to use the atrial lead and the procedure was completed after the device was reprogrammed to vvir mode. No patient complications have been reported as a result of this event.